Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 07/11/2019. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots y19071 and d19097.

Manufacturer narrative:
Apoc incident # (B)(4) other lot used: product#: 03p90-25, lot# : y19071, expiration date: 10/11/2019, mfg date: 03/12/2019, apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded suspected discrepant troponin results of 0.02 on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no catheterization, nor EKG performed, and no final diagnosis. Customer states lots y19071 & d19097 were used during the event. However, there is no result associated with lot y19071. There was no evidence the patient suffered an myocardial infarction. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).